Manufacturer narrative:
No system log files or additional supporting documentation were provided by the customer for review by hologic technical support.

Event description:
On 8 may 2026, a customer in finland reported to hologic that discrepant result was generated whilst using the ac2 assay with panther instrument (serial number: (B)(6). On (B)(6) 2026, sample was tested in panther and generated a chlamydia trachomatis (CT) positive/neisseria gonorrhoea (gc) negative result. The same sample was retested on (B)(6) on the panther instrument and generated a chlamydia trachomatis (CT) positive/neisseria gonorrhoeae (gc) positive result. On (B)(6) 2026, sample was tested in panther and generated a chlamydia trachomatis (CT) negative/neisseria gonorrhoea (gc) positive result. The same sample was retested on 22 april on the panther instrument and generated a chlamydia trachomatis (CT) positive/neisseria gonorrhoeae (gc) positive result. Mas requested logs. No system log files or additional supporting documentation were provided by the customer for review by hologic technical support yet.